Event description:
It was reported that the pen ndl 32g 4mm hp experienced the cannula breaking off/pulling out. The patient "went to the hospital" as a result of the defect, but it has not been specified whether medical intervention was administered. The following information was provided by the initial reporter: material no. 320555 batch no. Unknown received email from pharmacist owner saying: "I had a patient have a pen needle break off while injecting her insulin in her abdomen. When she went to the hospital she was advised to report this".

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the pen ndl 32g 4mm hp experienced the cannula breaking off/pulling out. The patient "went to the hospital" as a result of the defect, but it has not been specified whether medical intervention was administered. The following information was provided by the initial reporter: material no. 320555, batch no. Unknown. Received email from pharmacist owner saying: "I had a patient have a pen needle break off while injecting her insulin in her abdomen. When she went to the hospital she was advised to report this".